Manufacturer narrative:
Failure analysis was unable to prime during prime test due to faulty force sensor resistor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, and cracked on display window noted..(B)(4).

Event description:
The grandmother reported via phone call that the customer received a motor error alarm while they were sleeping. Customer's blood glucose was 370 mg/dl. The grandmother could not recall any significant events leading to the alarm. The grandmother also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.